Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) [erbe] to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have a generator defect more specifically a voltage error. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start (post anesthesia) of a da vinci-assisted surgical procedure, integrated electrosurgical unit (iesu) [erbe] was giving persistent errors. The caller stated error c-00 displayed. Prior to calling technical support, users power cycled the erbe generator three times, but error persisted. The technical support engineer (tse) checked logs and noted error c-33, pointing at internal voltage issue in the erbe generator. The tse informed caller that the erbe generator was not usable in current state and customer did not have force triad generator at hand. Surgery will have to be cancelled. The procedure was aborted post anesthesia with no reported injury.